Event description:
On 05/11/2000, the distributor's buyer informed the manufacturer's (MFR) representative of the following: when the device was opened in surgery, a hair was noted inside the sterile wrapping in the kit tray. The surgery personnel closed the sterile wrapping and placed the kit back in the pouch and gave the kit to the distributor's sales representative. The sales representative opened the kit and did not see the hair in question. No further details were provided. The device was scheduled to be returned to the MFR. For analysis/evaluation.